Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concurrent conditions included uterine bleeding, ovarian cyst, hemorrhagic cyst, atopic dermatitis, seizures, iron deficiency anaemia and vitamin deficiency. Concomitant products included docusate sodium (colace), ergocalciferol and ferrous sulfate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: unknown"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and intentional device use issue ("they placed 3 essure in me and it's only supposed to be 2 / x-ray: the essure device in the pelvis numbering three in total") and was found to have hormone level abnormal ("hormonal changes describe: unknown") and weight increased ("weight gain / loss (specify which one): weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, urinary tract disorder, bladder disorder, migraine, nausea, tooth disorder, dyspareunia, pelvic pain, vaginal discharge, eye disorder, weight increased, gastrointestinal disorder, vaginal haemorrhage and menorrhagia had not resolved and the intentional device use issue outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, dyspareunia, eye disorder, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, intentional device use issue, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she told out of place and they placed 3 essure in me and it's only supposed to be 2-removed (B)(6) 2019. As per medical records from (B)(6) 2018 perforated essure was mentioned; however, further details were not mentioned. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: device dislocation, genital haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- malposition of essure device location of device: left essure device, hormonal changes describe: unknown, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal), rashes or skin conditions type: unknown, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, weight gain / loss (specify which one): weight gain, gastrointestinal or digestive system condition type: unknown, abnormal bleeding (vaginal, menorrhagia), did not undergo confirmation test. Reporter information, medical history, concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.